Event description:
Customer reported erroneous complete blood count (cbc) test results were obtained with using a coulter lh 500 hematology analyzer. There were instrument generated partial aspiration (p) flags on all parameters and instrument generated suspect messages. Erroneous test results were reported out of the laboratory. After reviewing the pt's results, the operator noticed the instrument flags. The specimen was rerun. The lab sent out corrected reports. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Control were run before and after the incident and recovered within assay range. Raw data was not provided. Service was not dispatched. Root cause for the erroneous test results is unk. Probable cause is partial aspiration. Root cause for reporting the erroneous test results was use error. There were instrument generated flags to alert the operator. Beckman coulter inc personnel assisted the customer to create a decision rule to prevent the release of test results that are flagged with "partial aspiration" instrument generated flags. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.